Event description:
Subsequent to the initial report, additional information was received. A 2.5 x 18 mm xience xpedition stent was also implanted. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified mid left anterior descending artery. Several attempts were made to advance a 2.5 x 38 mm xience xpedition stent delivery system (sds). However, the device failed to cross the lesion even after several attempts were made to advance the device, and the proximal shaft separated. The device was then simply withdrawn and another 2.5 x 38 mm xience xpedition sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.